Event description:
A customer reported that the footswitch was not working prior to a cataract procedure. There was no patient impact and no patient harm reported. The case was completed using another system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 5, 2011. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on december 11, 2008. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. Connected the returned footswitch to a calibrated system, powered the system on and tested. The system did not recognize the footswitch when the treadle was depressed. The treadle was found to be nonconforming the system was found to meet specifications. The root cause of the reported event can be attributed to a treadle. (B)(4).